Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. On the same day as the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with gentamicin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient is asymptomatic; however, the patient's recovery status was not reported. The patient was discharged after three days of hospital stay. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.